Event description:
It was reported that a p500d table did not retract when the table was angulated allowing the table to hit the floor. No patient was reported to have been invloved and no injuries were reported. The main concern is for possible injury to healthcare provider should the user's foot be caught between the floor and the table.